Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from an accident and hit the head on the implanted site several months ago. After the trauma, the user began loosing hearing ability progressively. External parts were checked. The microphone cover was broken due to the trauma, but the audio processor was working perfectly. A further medical intervention is considered.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. Furthermore, prior to the trauma three channels were already showing hi status. A cause for those is currently undetermined. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device is currently still implanted.

Event description:
The user had an accident; hitting her head on the implanted site several months ago. After the trauma, the user began to lose her hearing ability progressively. A further medical intervention is considered. Per further info received, the recipient is not using the device. No further information has been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported accident might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had an accident; hitting her head on the implanted site several months ago. After the trauma, the user began to lose her hearing ability progressively. The user has been re-implanted.